Manufacturer narrative:
(B)(4). Concomitant medical products: vngd ssk 360 femur r 67.5 t 67.5mm item# 185265 lot# 6058568. Report source: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when tightening the femoral screw into the femur implant the hex ball end of the screwdriver snapped off and got stuck in the head of the screw. Several attempts were made to remove it but it was flush with the head of the screw and looks as though it may have cold welded on. The surgeon decided to implant the femur as he is confident that the fragment will not come out. He covered the screw head with cement to ensure it does not come out. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g4, g7, h1, h2, h3, h6, and h10. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.